Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient via electrode pads, the associated defibrillator did not display a constant ECG signal. The electrode pads were lifting when a CPR compression machine was being used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference MDR# 1220908-2014-01485 for event with same patient.